Event description:
It was reported that shaft break occurred. The target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 3.00 x 48mm synergy xd drug-eluting stent (des) was advanced for treatment. However, during delivery, the stent delivery system fractured inside the guide. The entire guide system was removed to safely remove the fracture device. Another 3.00 x 38mm synergy xd des was advanced but the shaft was kinked during insertion. The device was also removed and the procedure was completed with a non boston scientific device. There were no patient complications reported.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR: synergy xd mr ous 3.00 x 48mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a hypotube break 27 cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 3.00 x 48mm synergy xd drug-eluting stent (des) was advanced for treatment. However, during delivery, the stent delivery system fractured inside the guide. The entire guide system was removed to safely remove the fracture device. Another 3.00 x 38mm synergy xd des was advanced but the shaft was kinked during insertion. The device was also removed and the procedure was completed with a non boston scientific device. There were no patient complications reported.